Event description:
It was reported by repair work order that the customer alleged that the front load wheels broke on front bar side of the power pro. Upon inspection of the unit by the service technician, it was identified that the head extension load wheel was damaged.

Manufacturer narrative:
Result: load wheel.